Manufacturer narrative:
Device evaluation: no product was returned. The investigation determined the most probable cause to be the latch lock not operating as intended; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm that the cassette was loose, remove and replace. The alarm occurred after 24 hours of running. The pump and cassette were assessed by the healthcare provider and no issues were found; however, they were concerned that the pump was malfunctioning. The issue was not resolved. The device delivered fluorouracil; continuous infusion rate 3.5ml/hr; reservoir volume 161ml; given 80.1ml; length of infusion 46 hours. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.